Manufacturer narrative:
The user reported a high glucose event. The following example was provided: on 26-nov-2025 at 04:43 pm, sg was 86 mg/dl and bg was 225 mg/dl, which was confirmed in dms. The user did not receive a high glucose alert at the time of the event because the sg value did not exceed the alert threshold. The user did not seek medical treatment and resolved the event by taking a lower dose of insulin. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance.in an associated case related to the user's complaint about sensor inaccuracy, including the reported high glucose event, a review of in vivo data revealed transient optical instability in all sensing areas around the reported time. Multiple attempts were made by customer care to contact the user to provide assistance with the sensor re-linking process to clear the calibration buffer and allow the algorithm the opportunity to converge more quickly to the current state of the sensor; however, the user was not reachable. No further troubleshooting was possible.a review of dms indicated that the user was actively using the system within expected parameters. The user did not report additional concerns following the reported event. B4.date of this report 24 feb 2026. G3.date received by the manufacturer? 24 feb 2026. H3. Device evaluated by manufacturer?yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example was provided and confirmed as accurate in dms: (B)(6) 2025 at 4:43 pm CT, sg 86 mg/dl and bg 225 mg/dl. A review of dms confirmed that the user did not receive a high glucose alert at the time of the event because the sensor glucose (sg) value did not exceed the configured alert threshold. The user did not seek medical treatment and resolved the event by administering a lower dose of insulin. The user's hcp is not aware of the event; the user was advised to follow up with the hcp for further medical guidance. Per dms, the user is currently using the system with up-to-date information.